Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found something sticky on the battery connection chips and sensing was low. The battery connection chips were cleaned and then the device was calibrated. (B)(4).

Event description:
It was reported that the device shut down automatically. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.